Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during testing, prior to surgery, the bur broke at the cutting end. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during testing, prior to surgery, the bur broke at the cutting end. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.